Event description:
As reported by the edwards clinical specialist, while prepping the ascendra delivery system, the balloon would not fully inflate at the tip.

Manufacturer narrative:
Due to the fact that the affected delivery device was not returned, the investigation was limited to the following activities: review of DHR; review of physician training and IFU for ascendra system; review of complaint database for similar complaints a device history record (DHR) review, specifically of the affected work orders did not reveal any issues that could have contributed to the reported event. Review of the complaint history revealed no similar complaints of partial balloon inflation prior to use. Without the return of the product or any pictures, the reported partial balloon inflation could not be confirmed. Complaint history review revealed that is an isolated occurrence. During manufacturing, the balloon is 100% inspected for defects under a minimum of 2.5x magnification, air leak tested prior to balloon folding and balloon cover placement per internal procedures. In addition, balloons are 100% tested using go/no-go gauges to ensure balloons inflate to the proper size. These inspections make it unlikely that a manufacturing non-conformance could have contributed to the reported issue. It should be noted that the alleged malfunction was found during prep of the delivery system and there was no harm to the patient. The complaint could not be confirmed, and no IFU/training inadequacies were indentified. A review of the complaint history for the month of (B)(4) 2013 did not reveal that the occurrence rate exceeds the control limits for this failure mode. Therefore, no further action is required.

Manufacturer narrative:
The information of the two delivery devices that were used during the procedure was provided; however, at this time it is unknown which delivery device malfunctioned. On this basis, the information of both ascendra balloon catheter's is being provided: [(B)(4)/lot# 59377162/mfg. 12/14/2012 - exp. 11/29/2014] & [(B)(4)/lot#59433503/mfg. 2/25/2013 - exp. 2/5/2015]. Investigation is ongoing.